Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced leg overstimulation and ineffective back stimulation. An sjm representative reprogrammed the pt's scs system and stimulation improved. The pt was to try the new programs. Follow-up identified the pt will be undergoing a pns trial as the next course of action.